Manufacturer narrative:
The cause of the peritonitis was unknown. On an unreported date, the peritonitis was resolved and the patient was recovered from the (B)(6) (2016) peritonitis event. On an unreported date, nutrineal therapy was discontinued and at the time of this report, extraneal and physioneal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. On the same day, the patient was hospitalized for the event. Treatment rendered for the event was not reported. The patient was recovering and physioneal, nutrineal and extraneal therapies were ongoing. No additional information is available.